Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced and was hospitalized for peritonitis. The cause of the peritonitis event was not reported. Treatment and patient outcome for the event were not reported. Additional information was requested but was not available.